Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent was implanted in a patient (patient identifier, age, gender, and weight unknown) following an eswl procedure. According to the complainant, after implantation, the patient was then sent for an additional eswl procedure involving water. After the second eswl an x-ray was take and the stent was noted to be migrated. No patient information is available. Multiple attempts to obtain additional information have been unsuccessful.